Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). The loc did not have more than two seconds of asystole, instead causing marked bradycardia. It was recommended to contact the local field representative immediately for interrogation and reprogramming changes. No additional adverse patient effects were reported. This rv lead remains in service.